Manufacturer narrative:
Other relevant device(s) are: product ID: 3387, serial/lot #: unknown this value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Tsuboi t, lemos melo lobo jofili lopes j, moore k, et al. Long-term clinical outcomes of bilateral gpi deep brain stimulation in advanced parkinson's disease: 5 years and beyond. J neurosurg. 2020:1-10. 10.3171/2020.6.jns20617 the authors retrospectively analyzed the clinical outcomes in 65 pd patients treated with bilateral gpi dbs at a single center. The outcome measures of motor symptoms and health-related quality of life (hrqol) included the unified parkinson¿s disease rating scale (updrs) and the parkinson¿s disease questionnaire (pdq-39). Scores at baseline were compared with those at 1, 3, 5, and 6¿8 years after implantation using wilcoxon signed-rank tests with ¿ correction. Reported events: 8 patients experienced reported lead fractures. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event. See attached literature article.